Event description:
Left knee revision done for flexion instability and chronic pain partially due to femoral and patellar prosthetic instability due to previous cementless procedure and no bone ingrowth. Revision of left total knee replacement performed.